Event description:
When opening c-section pack for a stat case, 60cc bulb syringe was missing without notice on packaging. Staff was able to get another sterile 60cc syringe from supply closet to add to pack. No patient harm resulted.